Event description:
It was reported that when the edi catheter was removed after 2 days of use, a pin hole was noticed at the 20 cm mark when the edi catheter was flushed with saline. The edi catheter was not used for feeding. The facility stated that no sharp objects (scissors, pins) were near the tube. There was no pt harm.(B)(4).